Manufacturer narrative:
There was no indication of a device malfunction or a product problem. The treating physician was satisfied with the ablation with no complications being reported. The patient was transferred to recovery in good condition. This report is not being submitted for a product problem but rather to report the cnra administering the continuous amounts of paralytic (rocuronium). The nanoknife system includes single use electrode probes and generator. No component of the system was returned to angiodynamics, therefore, a device evaluation was not conducted in regards to this event. A review of service orders for generator (sn (B)(4)) used during the case noted that an operational verification (ov) was successfully performed on (B)(6) 2010. The unit was returned to the firm (B)(6) 2012 for upgrade. No complaints were noted between the ov in 2010 and the unit's return in 2012. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported (B)(6) 2010, a (B)(6) female presented for a nanoknife ablation of liver lesion located at the portal vein bifurcation. Late in the case, it was discovered that the certified registered nurse anesthetist (cnra) had been giving the patient continuous doses of paralytic (rocuronium) in order to maintain 0-1 twitch relaxation throughout the case. It was clarified with the cna that complete nm relaxation is only necessary during pulse generation. The patient suffered no apparent side effects related to the continuous vs. Boule nm dosing. The treating physician was satisfied with the ablation and no complications were reported. The patient was transferred to recovery in good condition.